Manufacturer narrative:
Quality-safety evaluation of ptc received on 03-may-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow up 09-may-2016: quality-safety evaluation of ptc regarding the lot numbers d06932 and d08060. Ptc global number: (B)(4). Lot number: d06932 (production date: 01-sep-2014 and expiration date: 28-sep-2017). (B)(4). A tubal spasm is a transient anatomical event where the fallopian tube is constricted by muscular contraction and does not allow cannulation by a medical device. A tubal spasm can be triggered by the physician during the procedure if the physician does not advance the catheter with gentle, constant forward movement during cannulation. According to the product IFU, there is a precaution: unusual uterine anatomy may make it difficult to place the essure micro-inserts. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Tubal spasms are an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Ptc global number: (B)(4). Lot number: d08060 (production date: 17-sep-2014 and expiration date: 28-sep-2017). (B)(4). Rollback difficulty is defined as an event in which either the user is: unable to perform initial rollback of the thumbwheel due to very high resistance, or; able to perform initial rollback of the thumbwheel, but the activity is difficult due to higher than expected level of resistance. Several factors can contribute to a rollback difficulty event. The most likely root causes are a defective thumb wheel or defective catheter rack which prevents the rollback mechanism, inadvertent closure of a hysteroscope valve during the placement procedure which binds up the catheter components and prevents rollback movement, excessive solder material which could prevent components from sliding past each other, a damaged micro-insert which could bind the micro-insert to the outer catheter and prevent catheter movement, or tubal spasms which bind catheter components and temporarily restrict the movement of catheter components. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a rollback difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available the results of the investigation a product quality defect for lot d08060 could not be confirmed but is considered plausible. However, no medical events but only usability issues were reported at this point in time in the context of the use of lot number d08060. Therefore an assessment of a relationship of medical events with a quality defect is not possible. However, with regard to the reported usability issue, a potential relationship cannot be totally excluded. Since no medical events were reported in the context of the use of lot number d08060, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device malfunction. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and essure snapped off (interpreted as device breakage). The broken piece was retrieved and patient had no injury. Device breakage during essure insertion is unlisted in the reference safety information for essure. In this particular case, the physician inserted essure in one side and made 3 attempts to insert essure on the other side. In the first attempt, he was not able to cannulate one tube due to scar tissue, in the second, there was tubal spasm and device stretched and the third one, the physician was unable to roll back, device stretched again and snapped off. The broken piece (green sheath) that stayed in the tube was retrieved. Considering this information, a handling error may have occurred. However, a causal relationship with essure insert cannot be excluded. This case is regarded as other reportable incident since the device breakage did not lead to death or serious health deterioration but might have led to this under less fortunate circumstances. Based on the available information no product quality defect was confirmed and there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Two additional product technical complaint analyses are being sought.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 16-feb-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Physician reported that patient had unilateral placement 4 months ago ((B)(6) 2015). According to health care professional, she was not able to cannulate one tube, possibly due to scar tissue. A hysterosalpingogram (hsg) revealed left side occlusion, and no occlusion on right side. On an unknown date recently, the hcp attempted to insert another device (lot number do6932); the patient had tubal spasm and the device stretched out and retracted. A second device (lot number do8o6o) insertion was attempted to deploy, it advanced quickly and placement was extremely distal. The hcp was unable to roll back, but pulled back and stretched out the device again. It snapped off and a portion stayed inside the tube. Physician went in with grasper and removed green sheath. The hcp believes there was proper placement. The patient received antibiotics post procedure. There was fluid loss during procedure (5 saline bags of 1 liter were used) and over dilatation occurred. Company sales representative states that the broken piece was retrieved, and she saw the final piece. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) an attempt to have essure inserted and during the attempt, essure snapped off (interpreted as device breakage). The broken piece was retrieved. Device breakage during essure insertion is unlisted in the reference safety information for essure. In this particular case, the physician inserted essure in one side and made 3 attempts to insert essure on the other side. In the first attempt, he was not able to cannulate one tube due to scar tissue, in the second, there was tubal spasm and device stretched and the third one, the physician was unable to roll back, device stretched again and snapped off. The broken piece (green sheath) that stayed in the tube was retrieved. Considering this information, a handling error may have occurred. However, a causal relationship with essure insert cannot be excluded. This case is regarded as other reportable incident since the device breakage did not lead to death or serious health deterioration but might have led to this under less fortunate circumstances. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow-up on 05-apr-2016: device breakage questionnaire was received from physician. Patient was (B)(6). Her bmi was (B)(6). Physician reported that gold band and green release catheter broke during essure placement on (B)(6) 2016. The implant was placed into ostia, rollback was completed and release was done without visualizing gold band. Only coil remained in place, (below gold coil remained in place), the rest of implant was removed with calipers through the hysteroscope. The pieces were retrieved from fallopian tubes. When questioned about deviations from the insertion procedure as described in the instructions for use (IFU) the physician stated he did not pull out to gold before release. Patient did well without complaints or complications and had coil in place in both sides. Essure was not removed (it was not medically necessary to remove it). Hysterosalpingogram (hsg) has been pending for occlusion. No injury occurred to the patient. The doctor reported that breakage could have not led to serious injury. The patient recovered from the events. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and essure snapped off (interpreted as device breakage). The broken piece was retrieved and patient had no injury. Device breakage during essure insertion is unlisted in the reference safety information for essure. In this particular case, the physician inserted essure in one side and made 3 attempts to insert essure on the other side. In the first attempt, he was not able to cannulate one tube due to scar tissue, in the second, there was tubal spasm and device stretched and the third one, the physician was unable to roll back, device stretched again and snapped off. The broken piece (green sheath) that stayed in the tube was retrieved. Considering this information, a handling error may have occurred. However, a causal relationship with essure insert cannot be excluded. This case is regarded as other reportable incident since the device breakage did not lead to death or serious health deterioration but might have led to this under less fortunate circumstances. A product technical complaint analysis is being sought.

Manufacturer narrative:
(B)(4).